Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the patient developed an apparent right ventricle perforation with cardiac tamponade and pericardial effusion. A pericardiocentesis procedure was required. It was further indicated that the tines had been deployed appropriately and demonstrated good position and movement based on observed cine images. The device remains in use. No further patient complications have been reported as a result of this event.